Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Without the device returned for analysis and specified failure mode, a conclusive cause could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique prior to an interventional procedure. The sutures of four perclose devices were successfully placed. The interventional procedure was completed. Reportedly post procedure, an unknown failure occurred and the devices had difficulty closing the artery. Although hemostasis was initially achieved, manual compression was used to achieve final hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.